Event description:
The medline wheelchair does not include instructions or the tools required to assemble the wheelchair properly. The arms of the wheel chair slide into the chair frame and snap in place with spring pins. After adjusting the arm height there are two clamps that should be used to secure the arms in place. Without tightening these clamps, the only thing holding the pt when defending stairs are the two spring clips. The box from the MFR does not include the allen wrench needed to tighten these clamps or instructions on how to properly assemble the chair. I called medline customer service and they could not tell me the size of the allen wrench needed. In my opinion this is an unsafe condition. The chair should be sent out with an allen wrench tied to the chair with a warning label. Tell the assembler that the clamps must be tightened before use. FDA safety report ID# (B)(4).